Manufacturer narrative:
Clarification to suspect product: hydrochloride lidocaine is noted with lot # 592. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the ck3 upper medial with 0.5 cc of juvéderm® volift® with lidocaine. The patient was pre-treated with topical lidocaine and was given bruise cream post-injection. Three years later, the patient experienced a ¿pinkish/hard rod-like lesion¿ that appeared with ¿central bruise-like spot.¿ the next month, the patient was treated with hyaluronidase and prescribed celestamine® for 1-2 weeks. The month after, patient was treated with more hyaluronidase and celestamine® for 1-2 weeks. Two weeks later, the patient was observed with a 20% reduction, though the spot was still ¿pinkish, rod-like, and hard.¿ three months later, the patient was treated with more hyaluronidase, prednisone, and celestamine® and ciprobay® for 2 weeks. The pinkness had reduced a month later, and the patient was prescribed ciprobay® for 4 weeks. Four months later, the patient was treated with an intralesional steroid half strength 2x at 2-week intervals. The event has reduced half in size after four more months. The patient then was treated with intralesional steroid 70%. The event is ongoing, with a ¿pink area¿ and ¿hardness¿ reported.